Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the issue. Block a: no patient information provided to date after calls to customer 04/29/2024 and 05/03/2024. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a leak greater than 9l/min during a case. The patient was switched to manual ventilation. There was no patient injury.